Manufacturer narrative:
A follow up report will be filed once the quality investigation is complete. Device not returned.

Event description:
It was reported that during a dental procedure, the bur broke. It was also reported the piece of broken bur was retrieved from the patient and that there were no adverse consequences as a result of this event. It was further reported that there was a slight unspecified delay and the procedure was completed successfully.

Manufacturer narrative:
H6: the quality investigation is complete. H3 other text : device not returned.

Event description:
It was reported that during a dental procedure, the bur broke. It was also reported the piece of broken bur was retrieved from the patient and that there were no adverse consequences as a result of this event. It was further reported that there was a slight unspecified delay and the procedure was completed successfully.